Manufacturer narrative:
(B)(4). More information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Prior to procedure, device interrogation revealed an "irregular rate", loss of capture, and oversensing on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.